Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose rising to approximately 320 mg/dl after breakfast despite a meal announcement, with no system alerts and no observed infusion set leaks, kinks, or bent cannula; supplies were changed and glucose subsequently normalized. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, and resolution after supply change and monitoring. Investigation included product-use review, troubleshooting with the caregiver, and follow-up to confirm resolution. Investigation of this case revealed no device malfunction, no infusion set or tubing damage, and no alarms, and the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.